Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient had a replacement surgery due to an unspecified reason with his ambicor penile prosthesis (app). The app was explanted and a new app device consisting of cylinders and pump were implanted. Should additional information be received or product be returned, a supplemental report will be filed for the addition information and upon completion of product analysis.